Event description:
Event description guidant received information that this implantable defibrillation lead showed a high impedance and threshold measurement during testing. The lead was found to be fractured near the terminal pin. It was also noted that the implantable cardioverter defibrillator (ICD) was electively explanted due to the patient's high defibrillation thresholds (dfts).